Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The touchscreen was tested, and the pil technician has verified that the touchscreen fails flex cable resistance verification testing, confirming the complaint regarding touch position misalignment. Due to this failure in flex cable resistance verification, the touchscreen is out of specification and the touchscreen does not meet the acceptance criteria. No further failure investigation (fi) is required. H11: d4 - product UDI #.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance (pm), it was observed that the device had misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. Since the issue was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.